Manufacturer narrative:
The reported issue was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who indicated that the synchroseal instrument had not been used since the reported incident, and they had no further issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the synchroseal instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) to report that the surgeon was having issues with getting the jaws to open after using the synchroseal instrument. The tse reviewed the logs and found no associated faults. The csr stated that the surgeon used the synchroseal instrument only on the right master tool manipulator (mtm). The tse asked if the surgeon would be willing to try the synchroseal instrument on the left mtm to see if the issue persists. The procedure was completing as planned with no reported injury.